Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer was when the subject device was inserted into the microcatheter, the stent was prematurely deployed within the microcatheter. It was also reported the device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was also set up and carried out. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during stent assisted coil embolization procedure for an aneurysm in a patient, there was resistance when the subject stent was inserted in the microcatheter and the delivery wire could not move forward at all. Thus, the subject stent and the microcatheter were removed together. When the removed stent system was checked, it was found that there was no stent at the tip of the delivery wire, so the doctor thought the stent came off and fell into the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during stent assisted coil embolization procedure for an aneurysm in a patient, there was resistance when the subject stent was inserted in the microcatheter and the delivery wire could not move forward at all. Thus, the subject stent and the microcatheter were removed together. When the removed stent system was checked, it was found that there was no stent at the tip of the delivery wire, so the doctor thought the stent came off and fell into the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.